Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there was a revision surgery to remove two broken screws. Breakage of the blockage screw occurred 37 days after they were implanted in the patient. A second surgery at an unknown date was necessary to replace both screws. This report is for 2 of 2 complaint (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Pt age: date of birth reported as (B)(6). Common device name: additional product code for this report includes: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.